Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm or unexpected battery out limit alarms were noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they changed the battery but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 184 mg/dl at time of reporting. Nothing further reported.